Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the batteries and performed full functional checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump was having issues charging the batteries. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.